Manufacturer narrative:
Product complaint #: (B)(4).   Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form.   Adverse events associated with patient's second event reported via mw # 2210968-2021-05816 . Adverse events associated with patient's third event reported via mw # 2210968-2021-05817.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and the mesh was implanted. It was reported that the patient experienced infection and pain within one week of the operation and chronic pain begun. The patient was referred visited three hospitals over a five year period, with no diagnosis until the patient visited a fourth hospital where urethral mesh erosion was discovered and removed. The patient also underwent bladder biopsy. The patient undergoes pain relief for daily pain in the pubic bone, left groin, left buttock, left leg and lower back. The patient also has recurring utis which sometimes go to the kidney. It was reported that the patient's chronic inflammation causes the chronic pain. It was also reported that the patient has chronic fatigue, easily falls asleep during the day, and experiences short term memory loss and brain fog. It was also reported that the patient had two eegs that confirmed a slowing in the left temple area of the brain. The patient also underwent two mris on the brain and other tests to determine a diagnosis. The mris confirmed no epilepsy and no alzheimer¿s, but the specialist recommended mesh removal. Additional information was requested.